Event description:
Per the clinic, the patient was explanted 2009 due to the device no longer functioning. There is no information to confirm or deny this.patient was explanted on the same day, and the patient was reimplanted with a new device during the same surgery. More information has been requested but was not available at the time this report was filed august 4, 2009